Event description:
It was reported that a user of the ilet experienced elevated blood glucose values, with readings rising to 184 mg/dl after a pre-meal announcement and later reaching 218 mg/dl, and the user noted being off the pump during a supply change which could have contributed to the hyperglycemia; troubleshooting and education were completed, including guidance on hydration before meals when at the higher end of normal and instruction on accessing and interpreting reports. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond education. Investigation included a review of the user¿s account of pump disconnection during the supply change, reinforcement of use instructions, and review of blood glucose data with the user. Investigation of this case revealed that transient pump disconnection during a supply change is a plausible contributor to the elevated glucose, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.